Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore definitive cause of event cannot be determined.

Event description:
It was reported that patient with lumbar canal stenosis underwent lumbar interbody fusion. Intra-op, when the surgeon was performing transforaminal lumbar interbody fusion surgery at l3/4/5, he hammered the cage too much during performing at right l4/5. The surgeon checked the cage under the lateral image and it was found that it was in the front of vertebral body. The surgeon tried to remove the cage using an inserter but he could not grip the cage so he gave up removing it. Revision was performed by other neurosurgeon and the cage was removed on (B)(6) 2016. Inferior vena cava was pressured by the cage but was not ruptured. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.